Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 129 mg/dl. The customer reported that the buttons were not working properly. Customer stated that that numbers were not ramping on their own. Customer stated that the scroll bar was moving with no input. The customer reported that they were ready to change reservoir in pump and went to the menu and tried to get it to stop on reservoir and tubing but it wont stop and it keeps moving past reservoir and tubing. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.